Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The retaining rod cap fractured off the device, rendering it inoperable. All pieces were returned. The device was manufactured in 2015 and shows signs of extensive use. The medical investigation concluded that a review of this complaint case revealed that the broken pieces were recovered. Per e-mail communication, the patient status has been reported as ¿great¿ and since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the inner capture to the lag driver broke while using internal to the patient during the intertan trauma surgery. All pieces of the broken instrument were recovered, and the procedure was completed using a smith and nephew back up device without procedural delay and no patient injury.